Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their implant battery was depleting faster than normal. Pt said that they charge every sunday and recently noticed a couple days before charging they got pain; pt said they were sore and hurting. Pt said they never really paid attention to their implant battery percentage, but noticed that their implant battery depleted from 100% to 80% overnight. Pt said that their stimulation is set to 3.0 when they sit and stand and 2.4 while lying down. Pt mentioned that their implant charging times are around 45 minutes. Pt confirmed that equipment was working as intended. Patient service (pss) advised pt to monitor the issue and follow up with their hcp and medtronic rep if the issue persists. Pt mentioned during the call that their implanting doctor was dr. (B)(6). Redirected caller: other (document in note).